Event description:
Same event as MFR report#: 6000093-2007-00999. It was reported that during an interventional procedure, a balloon rupture and deflation difficulties were encountered. The greater than 50% stenotic lesion being treated was located in a vein graft to distal right coronary artery. An interventional catheter was advanced to the target lesion. The guide wire was advanced through the catheter. The embolic protection balloon was inflated and deflated. The 4.0mm x 9.0mm maverick2 balloon catheter was advanced through the catheter and across the target lesion. The balloon was initially inflated to 6 atms for 30 seconds. The maverick2 balloon was repositioned proximally and inflated to 6 times from 6 to 16 atms for 30 seconds. The balloon was repositioned distally and inflated 4 times from 14 to 22 and atms. At 15 seconds, the maverick2 balloon ruptured. The balloon was removed and the embolic protection device was readvanced over the wire and the balloon inflated. The wire crossed the lesion and the balloon was deflated. The 4.5mm x 24mm liberte' stent was prepped. The embolic protection balloon was inflated. The stent was inserted through the catheter across the lesion. The stent was expanded at 12 to 16 atms for 30 seconds. The embolic protection balloon was deflated. The liberte's balloon was unable to be deflated. The liberte' stent balloon was removed intact by rotating the catheter, thereby, freeing the stent balloon. The embolic protection balloon was inflated. A 3.5 x 8.00mm taxus drug eluting stent was inserted and successfully deployed. The embolic protection balloon was deflated and the taxus delivery device was removed. The embolic protection balloon was inflated. A 4.5 x 12.0mm liberte' stent was deployed at 20 atms for 45 seconds. The embolic protection balloon was deflated and removed. The procedure was successfully completed. No pt injuries or complications were reported. Pt received heparin, plavix, ic ntg and ic nipride during the procedure. Pt status is reported as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.